Event description:
It was reported that eight days after implant, the patient came in for a wound check and a hematoma of the pocket was found. The physician decided to take no action at the time and the patient returned for an extra check in ten days. In addition, it was noted there was a suspected perforation from the right atrial (ra) lead or right ventricular (rv) lead, along with the possibility of a lead failure, header/connection issue or lead dislodgement since the implant procedure. The patient received medication and the event later resolved. The device, ra lead and rv lead remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.